Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient was involved in a multi vehicle accident. The right atrial lead had dislodged. The lead was capped. No patient symptoms were reported.